Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. The patient was having severe spasticity and could not determine it if was coming from their baclofen pump or urinary device. It dawned on the patient that it could be coming from the bladder. It was reviewed that if medically appropriate, the patient could turn the device off to see if that resolved the spasticity. It was noted that the patient urinary therapy was not working as aggressively as it used to and before the device, the patient bladder control used to be so bad and now the therapy hadn't seemed to help as much as it used to. The patient had to getup all night all the time and it felt like they had ¿terrible infections¿, like they felt as though they had a bladder infection because they got the sensation like they had to urinate and felt a little burn. It was noted that the patient did not actually have infections, it just felt like it. It was noted that the patient did not feel stimulation and the therapy was not on. The patient turned the ins back on and felt stimulation in the bike seat area. The patient seemed to feel stimulation when they had the patient programmer paddle over their implant but didn't feel it when they removed the paddle or turned the patient programmer off, and it was clarified that the patient meant they would feel stimulation when they made an adjustment, but then did not feel stimulation after an increase. It was noted that the patient thought that as long as they could feel stimulation when it was increased, the lead wire must be ¿connected¿ to the battery. On (B)(6) 2017 additional information was received from a consumer. It was reported that ¿ever since this process¿, the patient had more and more spasticity and it was awful. The patient had an overactive bladder at night, got up every hour and a half, and their toe from the spinal cord injury and bladder was awful. When the patient changed stimulation, increased or decreased, they could feel stimulation. It was reported that it was not doing what it was supposed to at all, it was not helping their spasticity at all ¿or the bladder at all¿. It was noted the pelvic health device was implanted in 2010 because the patient had a ¿urogenic bladder¿ and a spinal cord injury, and their doctor took a part of their intestines and a part of their bladder and made a new bladder because of a car accident. The patient did not think the spasticity was related to their pump; it was noted the pelvic health device worked amazingly but then this year it had been miserable, the patient went to the bathroom all the time even if it was just a little bit, and this had gotten worse in the last 2 months. The patient would see the doctor who managed their pump on wednesday, they had increased the dose, and the spasticity seemed much worse when the bladder was at a bad point. It was noted the patient¿s change in bladder symptoms was ¿sometime probably in the last 3 months¿. On (B)(6) 2017 additional information was received from the patient stating that their devices had worked amazing for years but now they didn't believe it was working because their spasticity was coming back. The patient reported having overactive bladder symptoms so they saw their doctor the day before the report, the patient was unaware that the programs could be switched out with new ones. It was noted that the patient was not driving because their spasticity was so bad. The patient stated that they had a new device put in and it hadn't been the same and they still had the issue and it had been getting worse. The patient stated the issues were spasticity, the urine, and the patient went to the bathroom 5-6 times a night and had to be on 3 pills to stop it and they never had to do any of that before. The patient noted they would be going to a specialist in 2 weeks from the report. The patient noted that the symptoms had been occurring for over a year, contradicting previously reported information. No further complications were reported.